Event description:
Info received indicates the right foot siderail is not latching.

Manufacturer narrative:
The tech found the latch spring was not setting properly. He reinstalled the latch spring to repair the bed.